Event description:
It was reported that pt had implant surgery to his left hip in (B)(6) 2012. He underwent physical therapy and continued his exercises at home. Pt states that he was getting better however in (B)(6) he noticed that he was not improving in his mobility and was still experiencing pain. He states his pain is localized directly in the area of the hip implant. He has been taking over the counter pain medication for the pain. He called the surgeon to report the pain and was advised to come in. He was advised of the recall during this appointment. The pt had an x-ray and his surgeon stated that it did not show any abnormalities. No other tests have been ordered at this time. The doctor advised him to take two weeks off from work to rest his hip in the expectation that the pain would subside.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall(B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.